Manufacturer narrative:
Date of event: used the first day of the month of the aware date as it was not provided. Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was microscopically and visually examined. At 57.1 cm from strain relief, the hypotube was separated. The separated ends were ovaled in shape indicating the device was kinked prior to separation. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. Inspection of the remainder of the device presented no further damage or irregularities. Product analysis confirmed the reported kink as the device was kinked prior to being separated. The reported no cross in the lesion could not be confirmed because the clinical circumstances could not be replicated; however, the separation to the device can likely prevent the device from further advancement.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that crossing difficulties were encountered, and shaft kink occurred. The patient presented with coronary artery disease (cad). The target lesion was located in the mildly to moderately calcified mid left anterior descending artery. A 2.00mm x 12mm nc emerge balloon catheter was advanced but failed to cross the lesion and the middle shaft was bent. The device was removed intact from the patient. A smaller non boston scientific balloon catheter then sequential nc emerge balloon catheter were used to complete the procedure successfully. There were no patient complications reported. However, returned device analysis revealed that the shaft was detached.